Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficult to deploy clip was not confirmed during returned device analysis, as a proxy clip was able to detach with no issues. The reported single leaflet device attachment/slda, complete clip detachment and physical resistance (anatomy) could not be replicated in a testing environment, as it was related to procedural conditions and the clip was not returned. The reported retraction problem was confirmed; however, all components met manufacturing specification. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy resulting in an slda and subsequent complete clip detachment in this incident could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. The reported physical resistance (anatomy) was further determined to be a procedural condition of the completely detached clip interacting with the femoral vein. Furthermore, a definitive cause for the reported retraction problem could not be determined, as all components met manufacturing specification. In regards to the reported patient effects, the reported unchanged mitral regurgitation appears to be a result of procedural conditions due to the detached second clip. Furthermore, the reported clip embolism necessitated the removal of foreign body, minor surgical procedure, and percutaneous trans-catheter intervention to remove the embolised clip from the ventricle. Additionally, heart failure was determined to have resulted in patient death; however, a definitive cause for heart failure could not be determined. It should be noted that the reported patient effects of mitral regurgitation, embolism, heart failure, and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, implanted mitraclip (x1). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed because the clip was difficult to deploy. After deployment the clip detached from the leaflets, migrating to the ventricle, which required surgical intervention. The patient expired. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to grade of 3. The second clip delivery system (cds 60419u205) was advanced to the mitral valve, and deployment steps were started. The actuator knob was turned 8 times, and the actuator knob was retracted with some resistance, but the clip did not release from the cds. The actuator knob was turned 18 more times, but the clip did not release. The cds was moved below the stabilizer, and the clip deployed. After deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). A third clip was advanced for stabilization of the slda clip; however, when the third clip was almost in position, the second clip completely detached and migrated to the ventricle. A snare was used to bring the clip to the femoral vein, with resistance noted between the clip and the anatomy. A cutdown was performed to remove the clip from the femoral vein. On (B)(6) 2016, the patient died due to heart failure; however, it was the physicians opinion that there was no link between the death and the mitraclip. No additional information was provided.